Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and asystole. It was also reported there was intermittent loss of capture, variable impedance and possible oversensing on the left ventricular (lv) lead. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.